Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Device reported to be discarded by user.

Event description:
It was reported by a patient on (B)(6) 2016 via the arthrex website that the patient had undergone an acl surgery to repair a tear from the calcaneus. In speaking with patient it was learned that the surgery was an achilles procedure not an acl and it took place in (B)(6) 2016. Patient states that during the procedure the calcaneus was cut and an arthrex bridge was used. Patient further states that he underwent a second surgery due to infection or rejection and during the second surgery the surgeon removed 3 of four bridge parts. Patient states surgeon was unable to locate the fourth part and chose not to scrape around and possibly damage what growth had occurred. Patient states it may be necessary to have a third surgery to remove the fourth part as same issues are occurring. Patient reported an open sore near the incision that is oozing clear liquid. Patient stated that a culture was taken during the revision surgery which was positive for pseudomonas. Patient was put on cipro antibiotic for one month after the (B)(6) 2016 revision surgery. Patient had no information with regard to implant part number to confirm part involved was an arthrex device. On 10/31/16 the facility provided the following information: patient underwent surgery on (B)(6) 2016 at which time an ar-8928bc-cp (implant system, bio-com,posite schilles speedbridge) was implanted. This is the only part number noted on the patient records. On (B)(6) 2016 patient had a revision surgery during which time the previous speedbridge was removed. The surgeon used another speedbridge with two of the next size up anchors in the proximal hole. The explanted devices were discarded in bio-hazard at time of procedure. On (B)(6) 2016 patient underwent an I&d of his left ankle. Culture was taken at I&d procedure. Op reports does not have any notes regarding implants being removed at this procedure. Facility does not have access to culture results.